Event description:
It was reported that an arteriotomy closure of a common femoral artery was achieved using a perclose proglide device after a percutaneous coronary interventional procedure. Reportedly, after the procedure, the patient didn't present any kind of bleeding, but after the second hour of rest, the patient presented intensive bleeding. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.